Event description:
During an unrelated procedure, the chronic issue of high capture threshold was noted again. The lead was capped and replaced on (B)(6) 2017. The patient was stable prior, during and post procedure.